Event description:
Rotating head of toothbrush has come off...I seem to have swallowed it [accidental device ingestion]. Rotating head of toothbrush...swallowed it [exposure via ingestion]. Rotating head of toothbrush has come off from the stem due to a small peg in the top coming out [device breakage]. Product counterfeit [product counterfeit]. Case description: consumer sent e-mail stating the rotating head of the toothbrush came off from the stem due to a small peg in the top coming out, and was swallowed. No injury was reported.

Manufacturer narrative:
(B)(6) 2021: product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer sent e-mail stating the rotating head of the toothbrush came off from the stem due to a small peg in the top coming out, and was swallowed. No injury was reported.